Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample underwent pressure and clear passage testing and no blockage was noted. However, during pressure testing at 45 psi a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a non-dehp micro-volume extension set was cracked and broken which resulted in a leak. It was further reported that fluid was observed leaking out of the hole in the medline filter when medication is manually pushed through the line and when infused from the syringe pump. The set was used with a ventricular assist device (vad) and a double lumen peripherally-inserted central catheter (PICC) line. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.